Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant, using small flexnav delivery system. During first deployment, it was not appropriate position (non-coronary cusp (ncc): 5mm, left-coronary cusp (lcc): 1mm). The valve was re-sheathed. The device was deployed on the second attempt with final implant depth of ncc 6mm and lcc 6mm. Paravalvular leak (pvl) was noted to be mild. Since the membranous septum (ms) length was approximately 4 mm, there appears to have been interference with the stimulus conduction system during valve placement. Post-bav (balloon aortic valvuloplasty) is not implemented. After the valve was implanted, the patient's pulse was coming out, but block waveforms were occasionally observed. The temporary pacemaker was switched from the fa to the left jugular vein. The patient was transferred to the intensive unit care (ICU). One day post-procedure, a permanent pacemaker was implanted. The patient was reported to be stable.

Manufacturer narrative:
An event of device malposition, perivalvular leak, and heart block was reported. Information from the field indicated there appeared to have been interference with the stimulus conduction system during valve placement, the final implant depth was 6mm from the non-coronary cusp, there was no calcification extending beneath aortic annular plane, and the membranous septum length was approximately 4 mm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on all available information, causes for the reported device malposition, perivalvular leak, and heart block could not be definitively determined. It is possible that interaction with the stimulus conduction system during valve placement and implant depth contributed to these issues. However, this cannot be confirmed.